Manufacturer narrative:
Follow-up communication with the patient and spouse are being conducted to confirm the event details and provide support.

Event description:
The patient experienced a critical event involving a home oxygen concentrator. The device reportedly stopped producing oxygen, prompting the patient's spouse to contact emergency medical services. The patient, who relies on continuous oxygen therapy due to chronic copd and other medical conditions, was transported to the emergency room with critically low oxygen levels. Upon arrival, her oxygen saturation was recorded at zero, leading to hospital admission. The spouse reported that the device could not function beyond level 2, particularly during nighttime usage at levels 2-3. Although audible alarms were noted, there were no visual alerts at the time of the incident. The patient utilized an alternative oxygen supply during the device malfunction. A replacement unit was dispatched within three days, though the patient remains hospitalized.